Manufacturer narrative:
Batteries (B)(4) were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log files with critical battery alarms and occurrences of non-consecutive premature controller - battery switching events around the time of the reported event except for battery serial numbers: (B)(4). These events could also be related with the patient's use pattern or due to a communication error between the controller and the battery. These batteries did not show any alarm, but it did show switching events within the analyzed period. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event. However, the reported event was not able to be replicated at the bench level. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01586, 3007042319-2015-01587 and 3007042319-2015-01588) submitted for devices related to the same event.

Event description:
It was reported by the site in (B)(6) that when the patient was in the clinic there was power switching with critical alarms and pump stops and 'permanent switching acoustics' the controller and batteries were replaced using hospital stock. There was no effect on the patient; the patient was 'doing fine the whole time' this is report 2 of 3.

Manufacturer narrative:
It is not known which of the following batteries which were exchanged were involved in the event: a00036 bat204119; 1650de bat047860; 1650de bat051045; a00036 bat202334; 1650de bat049469; 1650de bat048137; 1650de bat050644; a00036 bat202290; 1650de bat051858; a00036 bat202986; a00036 bat204105. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01586, 3007042319-2015-01587 and 3007042319-2015-01588) submitted for devices related to the same event. Device has not been received.